Event description:
It was reported that pump failure took place". A new pump was sent to the patient and therapy was continued. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no visible physical damage. Review of the event history logs confirmed an alarm message for cannot start pump'. Functional testing was performed and the reported issue was able to be replicated; accuracy testing failed and the pump was found to be over-delivering out of specification. The root cause was determined to be the pump's expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, decontaminated, with no visible physical damage. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be out of mechanical spec. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.